Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the matrixmand reco-pl straig 20ho t2.5 ti was found to be broken between hole #7 and #8 from left to right. The edges of the fragments appeared to be smoothed out, most likely due to constant friction before removal of the plate. A dimensional inspection was performed for the matrixmand reco-pl straig 20ho t2.5 ti and met specifications. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the matrixmand reco-pl straig 20ho t2.5 ti would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the product code: 04.503.738s with lot #: l598826; and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part #: 04.503.738s, lot #: l598826, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 25 sep 2017, expiration date: 01 sep 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile: part #: 04.503.738, lot #: h453836, manufacturing site: (B)(4), release to warehouse date: 14 sep 2017, no ncr's generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the primary segmentectomy for treating midway excision in the mandible. The plate in question was applied. On an unknown date, it was found that the plate had broken off. On (B)(6) the patient is scheduled to undergo a revision procedure. It was unknown if the revision surgery completed successfully. No further information is available. Concomitant device reported. Unk - screws: matrixmandible (part# unknown, lot# unknown, qty unknown). This complaint involves one (1) device. This report is for (1) ti matrix mandible 20 hole recon plate 2.5mm thick. This report is 1 of 1 for (B)(4).